Event description:
New information noted that the patient was having palpitations with the competitive pacing and af suppression. Programming changes were performed. There were no patient consequences.